Event description:
Caller reported a cartridge alarm with their pump, but there was no adverse impact to the customer's blood glucose level. Cts confirmed the issue and decided to replace the pump since it was still under warranty. The customer was notified that they would receive a new pump with updated software, and they understood the instructions provided, such as placing the old pump in storage mode before returning it. Cts arranged for a replacement pump to be sent, and the caller agreed to return the problematic pump within 10 days to avoid charges. Instructions were also provided for programming and connecting their continuous glucose monitoring (cgm) system to the new pump. Customer will continue to use current pump.